Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the received sample indicated a large scratch and chip at the bottom of the drip chamber. The infusion set was then primed and tested for leakage. The infusion set did not leak at the scratch and chip. The damage looked to be a surface damage. A device history record review for the provided model lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause analysis for the damage seen on the drip chamber is damage that occurred during the transportation or storage of the infusion set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20dp ckv 2ss 117-in 20pk was cracked. The following information was provided by the initial reporter: "the damage is a small crack in the fluid chamber, and its tiny."